Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted into a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology was not reported. It was reported that there was aneurysm enlargement and the physician elected to explant the stent graft. The patient was converted to an open repair. No additional clinical sequelae were reported.